Event description:
It was reported that during procedure, there were sparks from the base of the fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during procedure, there were sparks from the base of the fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.